Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) at the end of a transfemoral transcatheter aortic valve replacement with a 29mm sapien 3 valve, when removing the 26mm commander delivery system (ds) through the 16f esheath+ the tip of the flex catheter was separated but remained attached to the balloon. The patient has been discharged.